Manufacturer narrative:
Synthes is submitting this report as a result of remediation activities related to FDA warning letter dated february 2012. Device(s) listed in this report is (are) used for treatment, not diagnosis. Any additional information received regarding this event after filing this report shall be filed on a supplemental MDR. The DHR was reviewed and no issues that would have resulted in this complaint were found. The product evaluation visual inspection revealed that it was very hard to operate the persuader, because it kept sticking. The persuader operated properly after a light oiling of both sides of the hinges and the spring wheel. This complaint is invalid from a manufacturing standpoint. Placeholder.

Event description:
This is report 1 of 2 for file (B)(4).

Event description:
It was reported that during a spine surgery, the surgeon picked two different persuaders and both instruments were sticking. The surgeon used alternate instruments to complete the procedure.

Manufacturer narrative:
Synthes is submitting this report as a result of remediation activities related to FDA warning letter dated february 2012. Device(s) listed in this report is (are) used for treatment, not diagnosis. Any additional information received regarding this event after filing this report shall be filed on a supplemental MDR.